Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed is running a pm test for 8120 snb (B)(4) but run into issue on barrel clamp open/closed test , it fails. Failure device type: alaris system instrument, failure problem type: 8120, failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed, run into issue on barrel clamp open/closed test , it fails. While running a pm test for 8120 sn (B)(4). My recommendation is to ope up the case assembly and verify on the barrel clamp assembly make sure there is no loose parts. Also, possibly that sensor assembly, syringe sizer might be faulty and need to be replaced. Biomed will try my recommendation and if need more assistance, he will call back.